Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the mid:09 error was the defective air trap sensor block due to a possible overflow of fluid into the air trap chamber interfering with the sensor detection or could be due to an unknown obstacle blocking the sensors, likely attributed to user mishandling. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. The defective air trap sensor block assembly needs to be replaced to address the customer's reported complaint of mid:09. Waiting for customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During patient set-up, the thermogard console (sn tgxp (B)(4) displayed mid:09 (air trap assembly) error message upon power-up. The console was restarted and the coldwell was filled with a fresh propylene glycol solution without success. The air trap was dried with a cloth and compressed air, however, the error persist. The user changed to an alternative temperature management method to continue the patient treatment. No consequences or impact to the patient.